Event description:
It was reported while attaching the rod gripper to the rod, the tip broke.

Manufacturer narrative:
Method: device history review; results: the product was not returned for inspection despite several attempts documented in the communication log. There were no manufacturing issues implicated in relation to the reported product issue. The product was released from manufacturing in november of 2008; all products of lot # 087450 were shipped from stock by november of 2009. The reported instrument was likely active on the field for over 4 years. Conclusion: fatigue may have played a role in the fracture of the device, but the exact nature and cause of the fracture cannot be determined.

Event description:
It was reported while attaching the rod gripper to the rod, the tip broke.